Manufacturer narrative:
Block b3: exact event date is unknown; event occurred between january 2017 and january 2022. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: paolo g.a. Et al. Classification, risk factors, and management of lumen apposing metal stent dysfunction during follow-up of endoscopic ultrasound-guided choledochoduodenostomy: multicenter evaluation from the leuven-amsterdam-milan study group. Digestive endoscopy 2023; 35: 377-388. Block h6: imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e2114 captures the reportable event of perforation. Imdrf patient code e1004 captures the reportable event of ascites. Imdrf patient code e2326 captures the reportable event of cholecystitis. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f2202 captures the reportable event of endoscopic procedure performed. Imdrf impact code f19 captures the reportable event of surgery performed.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article "classification, risk factors, and management of lumen apposing metal stent dysfunction during follow-up of endoscopic ultrasound-guided choledochoduodenostomy: multicenter evaluation from the leuven-amsterdam-milan study group" by paolo giorgio arcidiacono, et al. Per the article, between january 2017 and january 2022 the following occurred with study patients: stent dysfunctions, including misdeployment, occlusion, overgrowth, and migration. Additionally, some patients experienced biliary leaks, cholangitis, cholecystitis, ascites and perforation. The stent dysfunctions and patient complications reported were managed through the placement of coaxial double pigtail plastic stents (dpps), balloon/basket swipes, metal stent insertions, antibiotics, endoscopic ultrasound-guided choledochoduodenostomy (eus-cds), endoscopic ultrasound-guided hepaticogastrostomy (eus-hgs), percutaneous transhepatic biliary drainage (ptbd), endoscopic ultrasound-guided gallbladder drainage (eus-gbd) and surgical biliodigestive anastomosis. Please see the referenced article for full details.